Event description:
The male pt rec'd two cypher select plus stents in the proximal rca in 2007. Notification was rec'd from the registry indicating that on the event date, a coronary angiogram was performed. There was no evidence of myocardial infarction. Re-pci was performed to the mid rca and mid lad (non-target vessels). At the target lesion there was 70% restenosis. There was no aneurysm formation and timi flow was iii.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states prod. This device is one of two prods associated with this event. Please refer to MFR report # 9616099-2008-01453. The prod remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.